Manufacturer narrative:
The explanted ipg passed visual, photographic imaging and performance tests done. The complaint of the premature battery depletion of the ipg has been confirmed. The battery depletion rate with stimulation off measured exceeds the typical battery depletion rate. The microcontroller (u6), charging ic (u2), capacitor c22, coupling capacitors that are across vbat and vdd were isolated and removed from the circuit, but the sleep current remained high. The root cause of the premature battery depletion is unknown.

Event description:
A report was received that the patient's ipg is not holding a charge. The patient's database was analyzed and premature battery depletion was confirmed. The patient underwent an ipg replacement procedure and is doing well.

Event description:
A report was received that the patient's ipg is not holding a charge. The patient's database was analyzed and premature battery depletion was confirmed. The patient underwent an ipg replacement procedure and is doing well.